Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient slid out of bed in the morning while having a muscle spasm while she was awake. Patient is unable to speak but had no injuries after she was examined." (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.